Event description:
During device preparation for an implant procedure, while upgrading the firmware on the pacemaker, the pacemaker went into back-up vvi mode. The device was not implanted and was replaced to resolve the event. The device never had contact with the patient and the patient was stable.

Manufacturer narrative:
The reported event of backup vvi operation was confirmed. Analysis of the device image revealed firmware reset from a telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).